Event description:
It was reported that (2) tct75 was used during a gastrectomy procedure. It was reported by the affiliate that the instrument locked out. A new instrument was used to finish the case. No adverse pt outcome.